Manufacturer narrative:
An event of resistance being felt while parachuting the valve was reported. The device was returned to abbott for investigation and the device met dimensional specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 19mm epic supra valve was chosen for implant. During procedure, it was reported the physician had placed interrupted everted mattress sutures with 3mm pledgets. The physician then attempted to implant the valve but was unsuccessful. It was reported the physician was able to place a valve sizer in the patient's annulus but felt resistance when attempting with the 19mm epic supra valve. A decision was made to replace the valve and implant a 19mm sjm masters series valve expanded cuff as it was the only one available on the table. There was no report of a clinically significant delay in the procedure due to the event. The patient remained hemodynamically stable throughout the procedure and their status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.